Event description:
Hcp reported pt experienced poor pain relief, and symptoms of drug withdrawal from implanted system. Troubleshooting was done, and identified a break in the catheter connector where it attaches to the implanted pump port. A revision was done, and a new connector piece was added to the catheter and then reconnected to the pump. The pump was programmed to infuse morphine sulfate 25mg/ml at 4.503mg/day by a simple continuous infusion mode. It was reported the pt recovered without further sequela.